Event description:
The manufacturer received information alleging a patients dreamstation 2 device stopped functioning and produced an error code. The patient did not report any harm. The dreamstation 2 was returned to a third-party service center for evaluation, and the customers complaint was confirmed. During the evaluation it was noted that the devices pca was burned. In conclusion, the devices pca needs to be replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, pollution of the reusable pollen filter was reported unrelated to the reportable malfunction. The device was scrapped per the customers request. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.